Event description:
Additional information was received from the patient. They reported that the implant worked well for approximately 2 years. They stopped charging to full capacity. Patient said no healthcare provider (hcp) office would touch it, but then they finally found one. The hcp said they would remove the device but then the patient had family issues and the hcp retired. No one else will touch it. Patient said it becomes uncomfortable at times due to the device moving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt is needing lumbar MRI. Agent asked if related to ins/therapy, caller states pt has lumbar pain with radiculopathy. Caller states the ins is non functional, agent reviewed ins is likely just eos. Patient reported it stopped working. Patient is stuck with a non-functioning device, they tried finding the manufacturer in the midwest to have removal to no avail. Patient is trying to find a pain center that will remove the one they have.